Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Following the initial implant surgery and csf leak repair, the recipient stayed in the hospital overnight for observation due to drainage. The recipient was discharged the following day without further intervention. The recipient has healed and was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.1, d.4, d.5, d.6a, d.6b, h.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak during implantation. Per the surgeon's notes, audiometric measures were taken and noted as appropriate. Impedances were also present. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.